Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the instrument was setting-up and second firing on the stomach sleeve, the device did not fire. The scrub nurse loaded the reload and handed to the surgeon with closed jaws. The surgeon was not able to open the reload to place on the tissue. The reload was taken out and new handle and reload were opened to continue the procedure and completed the case. No patient injury. According to the reporter, during the resection of duodenum on a total laparoscopic gastrectomy, the surgeon was able to press the button and squeeze the handle but the stapler was not able to fire. They opened a new one to complete. There was no patient injury.